Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that she couldn't set up low suspend before low sensor glucose. The customer's blood glucose was 34 mg/dl at the time of the incident. Customer treated the low blood glucose sodas and ice cream. No troubleshooting occurred but customer understood after talking to helpline. It was not stated whether the insulin pump was in auto mode. Will initiate follow up. Neither the sensor nor the insulin pump will not be returned for analysis.